Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported battery out limit alarm on her insulin pump. The customer's blood glucose is 136 mg/dl at the time of the call. Troubleshooting helped the customer change her battery again. Customer is advised to monitor her insulin pump. No additional information is provided.